Event description:
The customer reported that the system failed to produce live fluoroscopy and a diagnostic live image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The flash memory was also re-loaded. The system was tested and found to be working as intended and put back into service.